Manufacturer narrative:
Product complaint analysis team has completed its investigation of the device which was returned to co. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present/condition, present/cut; damaged anvil / anvil shroud, no; damaged knife, no; damaged staple pockets, no; damaged trocar, no; missing parts, no; staples present/location, no and tissue present/describe, yes/both donuts. Functional tests & results: 1st fire-setting/form/heights, high b/good; 1st fire-washer cut, good; indicator response, good; safety release, good and trocar / anvil fit, good. Analysis conclusion: based on info received and visual and functional results, no conclusion could be reached as to what may have caused reported incident. Instrument was reloaded and fired. It fired and formed all staples as designed with no difficulties noted. Test media and breakaway washer were fully cut. Both of donuts were returned. One of donuts were returned fully formed and cut. Other donut was returned with excess tissue present. It was confirmed that donut was in tongue like shape. As no info is available as to how tissue was prepared (i.e. Purse string), it could not be ascertained as to how or why returned donut was cut in shape in which it was returned. Each instrument is evaluated during the assembly process to ensure instrument performs as designed. Mfg and engineering have been notified of reported incident.

Event description:
It was reported the device was used during a hartman's reversal procedure. It was reported by the affiliate that the proximal donut was fine. The surgeon felt that the distal tissue donut was not cut through properly. However, the internal washer was cut through. The distal donut appeared tongue-like in shape and seemed to tear away from the anastomosis when removing the instrument (a tissue sample is being returned, it includes both donuts). The resulting anastomosis had a hole that had to be hand sewn to repair. The pt was given a diverting ileostomy as a precaution. The surgeon is concerned about why the firing of the instrument caused a tongue-like distal donut, she would like specific info of what could be done to avoid this situation in the future.